Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis (excluder) for abdominal aortic aneurysm. After deployment of all stent grafts, final angiography revealed the aortic dissection in the proximal neck, proximal to the device. Three aortic extender endoprosthesis were deployed to extend the device proximally. The patient tolerated the procedure. The physician suggested that the excluder have contributed to the aortic dissection. It was reported that the sheath and guide wire would not have contributed to the dissection.